Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #21 was fractured in an accident. The implant was removed and grafted with an allograft membrane. A replacement is anticipated in four months. Symptoms as a result of the event: pain.